Event description:
The customer received one occlusion alarm on (B)(6) 2016.

Manufacturer narrative:
An additional lot number was reported (lot # m018882). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms and then a cartridge 1 alarm would be received. The customer reported a blood glucose (bg) level of 300 mg/dl and insulin injections were administered to address the bg level. A cause of the past alarms could not be determined. The customer did not want to load a new cartridge onto the pump after the most recent set of alarms and was to use insulin injections to manage diabetes until new cartridges were received. The customer stated that the most recent cartridge appeared to have a crack in it.